Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent explant surgery for femoral neck system (fns) due to nonunion. Originally, the patient was implanted with fns implants on (B)(6) 2018. The procedure was successfully completed with a 30-minute surgical delay. Patient outcome is unknown. The starting period of weight bearing will be delayed from the initial schedule. This report is for one (1) unknown - plate femoral. This is report 2 of 4 for (B)(4). This (B)(4) captures post-operative events while (B)(4) captures intra-operative events.